Event description:
It was reported that right ventricular (rv) lead noise was observed. No intervention was performed. The patient condition was unknown.

Event description:
Additional information provided that the noise on the right ventricular (rv) lead was also over-sensed. The patient was stable.